Manufacturer narrative:
(B)(4).

Event description:
It was reported that pairing fail occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage measurement was performed and failed. A review of the share logs was performed and pairing fail was found within the investigation window for serial number 8qbnrm within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. The reported event of pairing fail is reportable based on pairing failure error due to signal loss more than one hour. No injury or medical intervention was reported.